Event description:
Rptr called to report an incident with this vent. There was a note on this vent stating that the rt was alerted to this vent by the alarm sounding... And the vent had all the alarm lights on. When he approached the vent, he noticed that there was a "popping" noise and the driver stopped. There was a "burning rubber" smell also noticed. He took the vent out of service and placed the pt on another 3100b. No compromise to the pt. Rptr will gather more info (settings, date and time of incident. Etc) for me and call me back.

Manufacturer narrative:
H3. The unit involved in the incident has been repaired by a field service rep and has been returned to service. The alleged faulty part has been received by the MFR, but the evaluation has not been completed as of yet. Once the evaluation of the alleged faulty part has been completed a follow-up report will be submitted.